Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead "helix couldn't spin out properly." The physician elected to use a different lead for implant. No patient complications have been reported as a result of this event.